Event description:
The hcp reported the pt had been experiencing intermittent shaking and was more alert and "startled more frequently." At refill in 2005, the expected reservoir volume was 3.3ml and the actual was 10ml. The programming of the pump was determined to be correct.